Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the keyboard was broken. It was also noted that there was an error in the software update history, the electrocardiogram (ECG) connector was loose, the paper tray was damaged and the power supply was defective. (B)(4).

Event description:
It was reported that the keyboard was broken. The programmer was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.